Event description:
It was reported by the eye care professional (ecp) that the patient experienced a keratitis in both eyes. Visited an eye specialist and was diagnosed with a keratitis which may have been caused by the lenses. Additional information was received on (B)(6) 2014 from the ecp stating that the patient was seen the practice on (B)(6) 2014 with a corneal infiltrate and accompany iritis in the right eye, possibly caused by wearing a daily disposable contact lens too long. There was a dense para-central infiltrate on the right eye. The visible was not impaired and there were no new infections. The therapy was in the form of antibiotic eye drops in hourly dose and nightly antibiotic eye drops in hourly dose and nightly antibiotic ointment. The treatment was completed on (B)(6) 2014. The patient was able to wear contact lens again for some hours at a time. Additional information was received on (B)(6) 2014 from ecp. It was noted that the diagnosis given was keratitis, corneal infiltrate, with accompanying iritis. The patient experienced symptoms of eye redness and paint/discomfort (degree of both unspecified). Upon physical examination an anterior chamber reaction was seen (extent unknown), no ulcer was noted, a 2.0 mm central infiltrate was seen, no corneal staining was present, permanent scarring was noted (extent unknown), and patient was noted to have a best corrected visual acuity of 20/20 bilaterally after the event. The medications prescribed were noted to be floxal eye drops during the day and floxal ointment at night (with a previously documented dosing regimen of hourly dosing for the eye drops). Additional information received on (B)(6) 2014 stating that the event resolved on (B)(6) 2014 and the patient resumed lens wear.

Manufacturer narrative:
Block from the same lot number was returned for evaluation and found to meet specifications. The investigation is in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).